Event description:
During initial fusion surgery in 2008, when the closure top was added to the screw head and the final tightening was performed with the hex wrench, the closure top stripped. Additional info received from the sales rep four days later. Attempts with three closure tops were made resulting in thread damage and some splaying of the screw. The screw was removed and replaced with another screw. There was approximately a 30 minute delay. Fluoroscopy showed the surgical site was clear of any metal shavings from the closure tops.

Manufacturer narrative:
Eval is pending upon completed investigation of the product.